Manufacturer narrative:
The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose has been in the 500 mg/dl range for the past four days. The customer felt sick due to the hyperglycemia. The patient's set was changed three times and her reservoir and insulin has been changed several times as well; however, the high blood glucose events persists. The patient's blood glucose was then treated via manual insulin injection. During troubleshooting there were no leaks, site issues, air bubbles, or priming issues. The customer did not feel well enough to finish troubleshooting. The insulin pump was returned for analysis.